Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported left side is "moving around the pocket", "experience pain", "pain has gotten severe", "pain", "loose skin", "looks like I just had a baby", "device looks deflated when I'm laying down", "possible bilateral ruptures", "fall to the side under armpits", "bottoming out", "mild edema", "rashes on her nipples", "left rash around the nipple", and "left clear liquid leaking out of the nipple when squeezed." Device remains implanted.